Event description:
Mesh erosion - third surgery - allergy to polypropylene and erosion of tissue from bladder sling monarch. Several tests have proven the mesh must be removed and cause further pain and trauma. Dose or amount: surgical implanted. Dates of use: 2007. Diagnosis or reason for use: bladder prolapse. Perigee system intepro biogeneral fina (B)(4).

Event description:
Add'l info received from reporter on 05/09/2018 for mw5018284. Supplemental report and correction: the brand name for the monarc subfacial hammock and the perigee system intepro, as listed in the MDR, is not biogeneral, inc. Biogeneral, inc., is not a medical device MFR.